Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "infusion quit" (infuse, failure to). A surgeon reported that the infusion quit suddenly producing a soft eye during surgery. It was reported that no harm occurred and symptoms were resolved.

Manufacturer narrative:
No sample was returned for eval. The sys associated with this complaint was not returned for eval and steps could not be taken to replicate or confirm the reported event, therefore, the root cause cannot be identified. A review of complaints for the last 24 months did not reveal any add'l complaints that were related to the reported issue. (B) (4). (B) (4). (B) (4).